Event description:
Ous MDR - the device was implanted on the (B)(6) 2012 and functioned as a dual chamber ICD (lv plug) with normal lead and device parameters throughout the follow-up period. On the (B)(6) 2014, the battery status was bol and eri occurred on the (B)(6) 2015 (detected via hm). No arrhythmia, delivered therapies nor a change in parameters had occurred during this time period.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. There were 12 charging cycles documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and confirmed an elevated current consumption. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. The ICD automatically initiated a warning message via the home monitoring system to notify the physician of the eri battery status. Please note that the ICD was fully capable of delivering anti-bradycardia and anti-tachycardia therapy while implanted and in service.